Event description:
The pt's mother contacted lifescan regarding use of her son's surestep meter, which he had not used in 'awhile'. During comparison tests with a onetouch profile meter "we got a few er1 messages." She said she was sure her son had used the correct technique but didn't know if he had checked it with control solution. She said that she thought the surestep was 'reading real high and not accurately.' She made no allegation of harm.